Manufacturer narrative:
Evaluation of the returned ace68 revealed that the catheter was kinked near the hub. This damage is likely the reported fracture. If the ace68 is mishandled during use, damage such as kink may occur. During evaluation a leak was observed indicating a partial fracture at the kinked location. Further evaluation revealed additional kinks and ovalization on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed the neuron max in the patient. While advancing the ace68 into the neuron max, the physician fractured the ace68 at the proximal end near the hub. Subsequently, the ace68 was leaking at the fractured part outside of the patient, just before connection with the aspiration system. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.